Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and was able to confirm the reported issue. He replaced the stirrer motor and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The stirrer motor blockage was most likely due to advanced corrosion process inside the ball bearing. The causes leading to the corrosion, which generates irregularities on the surface of the balls, are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to the stirrer motor after a procedure. There was no report of patient injury.